Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter , intraoperatively, the valve broke during routine use leaving a small piece of plastic inside the patient. This was able to be retrieved. There was a significant increase in anesthesia. There was no adverse outcome to the patient.